Manufacturer narrative:
Carefusion complaint number (B)(4). In the event additional information is provided a follow-up report will be submitted. The field service representative evaluated the unit and was able to reproduce the reported event and isolate the issue to the pressure regulator 2, and pressure regulator 3. The faulty components were replaced and the unit placed back into service. (B)(4).

Event description:
The customer stated that this unit was making a high-pitched noise while on a patient. They removed this oscillator from the patient as a precaution, because of the noise they were not able to hear the patient breathing. There were no alarms present on the oscillator. There was no harm done to the patient.